Event description:
Caller reported a cartridge alarm 20 that occurred during pumping. Blood glucose level did not exceed 500 mg/dl and was within the normal range. Customer managed to reload the cartridge independently before contacting support and was able to successfully resume insulin therapy. The issue was resolved, and no further actions were required.